Manufacturer narrative:
One mz1000 sample was received without packaging for investigation; black residue was present on the male luer and no connecting product was returned to support the investigation. The customer did not provide any lot information but reported that "it was reported that treatment began on october 31st. Soldem 3a and meylon were administered. Crack developed on november 6th." Visual inspection of the returned sample confirmed the customer's experience, a crack was present on the female luer adaptor of the maxzero. The returned sample was then subjected to pressure testing; leakage was observed from the crack. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. Additionally, the IFU of the maxzero states that "prior to every access, always scrub the top of the mz1000 with an appropriate antiseptic and allow to dry." Failure to allow the alcohol to dry may cause the components to partially adhere together, requiring additional force to disconnect and damaging the component. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
No additional information

Event description:
It was reported that the bd maxzero needleless connector was cracked. The following information was provided by the initial reporter, translated from japanese to english: started using it on (B)(6). Soluderm 3a and meylon were administered. A crack occurred on (B)(6). Additional information received from the customer: could you please confirm is there any leakage occurred due to the crack development? Leakage occurred. Please confirm how the fault was identified? Medicinal fluid leak. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? During infusion, the time is unknown. Please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? Unknown. Please confirm the make and model of the connecting product(s)? Probably terumo. Please confirm what substance was being infused during the time of the event? Soldem 3a and meylon. Was there any patient harm? There was no harm. Was there an under infusion? Unknown. Please confirm if the sample has been disinfected ¿ if so when and with what substance? Unknown. Please confirm the exact location of the reported fault within the set? Unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.